Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Post-operative images were provided and reviewed by a clinical representative. The report of type ia endoleak was confirmed; the aortic angulation and size of the aneurysm directly contributed to the type ia endoleak. Review of the manufacturing records revealed that the lot met all release criteria, with no relevant nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. There is no indication that the device may have caused or contributed to the event. The device instructions for use consider usage of this device in patients with non-aneurysmal neck angle, equal or greater than 60 degrees, as off label use. Additionally, endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Event description:
It was reported that approximately thirteen months post-implant of a bifurcated device and a suprarenal aortic extension; the patient presented with abdominal pain. A computed tomography scan revealed a proximal type I endoleak and a possible contained rupture. An emergent secondary procedure was performed. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. The physician opted to place an infrarenal aortic extension overlapping between the prior graft and new extension to add more columnar strength to graft. It was reported the patient tolerated the procedure well.